Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineering eval indicated the filter was not returned with the delivery system. The delivery system was returned in the released position. All other aspects of the unit were within required specifications. Since the filter remained implanted a thorough eval could not be performed. Other/entire device was not returned, therefore unable to perform complete eval.

Event description:
A filter did not open after deployment. A second filter was successfully placed with no pt complications. A pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed which co believes contributed to this event. "An inferior vena cavogram must be performed prior to vena cava filter insertion. This procedure determined caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or maniuplate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe. The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind legs and prevent complete opening upon release."